Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-dec-2019 the following findings: during investigation, the complaint regarding inaccurate delivery was reported on (B)(6) 2018, according to the pump history the pump was in use until (B)(6) 2019. Due to continued use all delivery and black box data has been overwritten for time of complaint. The available basal total daily dose history confirmed the pump was delivering the programmed basal rate . No evidence of delivery malfunctions were seen. The pump passed all required testing for delivery accuracy. The pump was returned with a cracked battery compartment at left side of grip , cap is able to fully secure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. This report is made based on results of investigation completed on 02-dec-2019.